Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 it was reported that the pump's clock gained more than 5 minutes within a month. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 08/10/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/18/2016 with the following findings: a review of the pump black box data showed no evidence of time loss or gain. The total daily doses added up correctly and reflect the programmed basal rate target. During testing, the pump passed the ez prime steps. The pump reflected 24u after a 24hr on 1u/hr duration test, no errors, alarms, or warnings occurred during the investigation. The pump passed a time test and found able to maintain time/date accurately. The complaint was not duplicated during testing.